Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections d1, d5, g1, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-nov-2022 to 29-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the that etl (extract, transform, and load) was delayed. The technical support specialist applied ka 000016803 "medstation es - etl delay overnight - etl (extract, transform, and load) slows down while in the purge window" to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system on the floor and the pyxis reports from the main console are not communicating. The customer added that they were not able to retrieve medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the that etl (extract, transform, and load) was delayed. The technical support specialist applied ka (B)(4) "medstation es - etl delay overnight - etl (extract, transform, and load) slows down while in the purge window" to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system on the floor and the pyxis reports from the main console are not communicating. The customer added that they were not able to retrieve medication. However, there were no adverse events or injuries reported based on this event.